Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 44 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer had 202 mg/dl blood glucose reading prior eating a sandwich. Customer was in the hospital for chemotherapy. Customer also reported blank display but the display returned. Insulin pump will be not being returning for analysis.